Event description:
It was reported that post hip procedure, the patient has been confined to a wheelchair due to a superbug infection, a wrong diagnosis, and chronic osteomyelitis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.